Manufacturer narrative:
The jostent graftmaster indicated is being filed under another MFR#. Results and conclusion summation: perforation and death, as listed in the vision IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, perforation, bradycardia, cardiac arrest, additional therapy/non-surgical treatment (iabp) and death are listed as no fault post procedure complications. It is unk if the death is related to the product or procedure. A conclusive cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention/death. Reporting rationale: perforation requiring medical intervention/death. Device issue: no device malfunction has been reported. It was reported that during stent deployment of a mini vision stent, a distal stent edge perforation occurred which required treatment with this graftmaster stent to successfully seal the perforation. An echo was performed and there was no pericardial bleed noted. The day after the procedure, the physician was called to see the pt at 6:30 a.m. And the pt was in cardiovascular collapse, with asystole and bradycardia, and was intubated and placed on an iabp; however, despite CPR attempts, the pt expired.